Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and multiple, minimum fill notifications occurred during the load process. Reportedly, the cartridge was filled with approximately 160 units of insulin. The customer loaded a new cartridge successfully. The customer's blood glucose level was 116 mg/dl.